Manufacturer narrative:
An infection was observed following the implantation of this biotronik device. The sterilization process was investigated. The validated process assures that all sterilization parameters, such as gas concentration, temperature, humidity, etc., are within its specified ranges for each distributed device. Additionally an analysis of validated microbiological indicators is performed after every sterilization procedure as evidence of successful completion of the sterilization process. Review of the biotronik complaint database did not reveal any changes regarding the trend for this type of incident. In summary, the infection was not device related.

Event description:
Boston scientific reported that this patient had positive blood cultures on (B)(6) 2017. Transesophageal echocardiography was performed and showed no evidence of lead or valvular vegetation. Infectious disease states that there was pulmonary nodular opacities concerning for septic emboli but no further testing was done during the patients hospitalization. Blood cultures drawn on (B)(6) 2017 were negative. It was confirmed that this lead remained actively implanted.